Event description:
It was reported that the patient experienced an explant of an replacement of an advance male sling system due to unspecified reasons. An artificial urinary sphincter(aus) device was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that an advance xp male sling system did not successfully treat he patient's incontinence so a new artificial urinary sphincter(aus) device was implanted. The patient outcome was reported to be that the patient is now continent.